Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery tests. No excessive no delivery alarm was noted. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube window and a cracked reservoir tube.

Event description:
It was reported by the customer that their insulin pump was alarming no delivery during priming. Customer stated that the reservoir window appears damaged and when they change the reservoir the device alarms. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of reservoir and revert to back up plan. Customer's blood glucose level was 138 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.